Event description:
It was reported that when the patient present to clinic, non-sustained rv oversensing due to crosstalk was observed. Programming change was made. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the suggested programming was not done at previous follow-up, and the issue continues to be seen. Programming change will be made.